Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 50 year old female with cardiomyopathy was supported with an impella 5.5 (sn (B)(6)) placed via the left axillary/subclavian artery on (B)(6) 2026 at 4:00 pm. Her pre support clinical condition was consistent with scai shock stage d. The registered nurse stated that the patient developed swelling in her left arm, the same side as the impella access site. The patient reported that tingling and numbness in the left arm had improved, but soreness persisted. A physician assistant evaluated the patient and stated that venous doppler studies would be ordered to assess the swelling. Based on currently available information, the reported swelling and symptoms in the left upper extremity occurred after impella 5.5 placement via a left axillary/subclavian surgical approach. At this time, there is no allegation that the impella device malfunctioned or contributed to the event. Additional diagnostic evaluation (venous doppler) is pending, and the device remains in use. No device return is planned, and no further device specific investigation can be performed without returned product. The patient remained on active impella support at the time of this report.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a24 was omitted. B5 updated with additional information.

Event description:
Updated clinical narrative: (updated 2026-4-28). A 50-year-old female with cardiomyopathy was supported with an impella 5.5 (sn (B)(6)) placed via the left axillary/subclavian artery on (B)(6) 2026 at 4:00 pm. Her pre support clinical condition was consistent with scai shock stage d. The registered nurse stated that the patient developed swelling in her left arm, the same side as the impella access site. The patient reported that tingling and numbness in the left arm had improved, but soreness persisted. A physician assistant evaluated the patient and stated that venous doppler studies would be ordered to assess the swelling. Based on currently available information, the reported swelling and symptoms in the left upper extremity occurred after impella 5.5 placement via a left axillary/subclavian surgical approach. At this time, there is no allegation that the impella device malfunctioned or contributed to the event. Additional diagnostic evaluation (venous doppler) is pending, and the device remains in use. No device return is planned, and no further device specific investigation can be performed without returned product. It was reported that the placement signal has been out. It is unknown how the issue was resolved. There was no noted interruption of flow or support for the patient. The patient remained on impella support til day 67 when the pump was weaned and explanted. The patient survived the event and signal malfunction.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the pain in extremity was not determined due to insufficient clinical details. The cause of the numbness was not determined due to insufficient clinical details. The cause of the placement signal issue was not determined due to insufficient clinical details, no product return, and no data logs available.

Event description:
Updated clinical narrative: a 50 year old female with cardiomyopathy was supported with an impella 5.5 (sn (B)(6) placed via the left axillary/subclavian artery on (B)(6) 2026 at 4:00 pm. Her pre support clinical condition was consistent with scai shock stage d. The registered nurse stated that the patient developed swelling in her left arm, the same side as the impella access site. The patient reported that tingling and numbness in the left arm had improved, but soreness persisted. A physician assistant evaluated the patient and stated that venous doppler studies would be ordered to assess the swelling. Based on currently available information, the reported swelling and symptoms in the left upper extremity occurred after impella 5.5 placement via a left axillary/subclavian surgical approach. At this time, there is no allegation that the impella device malfunctioned or contributed to the event. Additional diagnostic evaluation (venous doppler) is pending, and the device remains in use. No device return is planned, and no further device specific investigation can be performed without returned product. The patient remained on active impella support at the time of this report. It was reported that the placement signal has been out. It is unknown how the issue was resolved. There was no noted interruption of flow or support for the patient. The patient continues to be on impella support.

Manufacturer narrative:
B5 clinical narrative updated. Section d1 brand name corrected. H6 medical device problem code was updated/corrected.